Manufacturer narrative:
(B)(4).

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share log was performed and the previous sensor session was continuing was was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the previous sensor session was continuing. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.